Event description:
The distributor reported that a female connector caught in the seal of the package was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused suspected device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The device was examined visually, and bubble tested. The outer packaging seal was damaged during packaging causing a breach in the sterile barrier. The complaint is confirmed for this device. Root cause is attributed to the packaging process.